Event description:
It was reported to philips that the device fails the functional test at the point: "defib-test: failure /electrodes". The device was received by the bench 02sep2021. The bench evaluated and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device fails the functional test at the point: "defib-test: failure /electrodes". There was no reported patient involvement.